Event description:
It was reported that the power cord was damaged with exposed wiring. There was no patient involvement and no adverse consequence or clinically relevant delay in treatment were reported.